Manufacturer narrative:
Per additional information received from investigator the alleged device is not sold by bd; therefore bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device gave an audible alert, but no message was on the display. They were giving meds causing erratic temperatures on the esophageal probe when the alert occurred and t hey have changed to another probe. Walked nurse through cycling the power and resuming therapy. Explained they could also stop therapy, give meds and resume therapy once the temperature normalizes and confirmed data will not be lost when therapy was stopped. Per follow up 1 on 10/6/2020 via nurse, patient was currently continuing therapy on device with no further issues. Denied any patient identifiers.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device gave an audible alert, but no message was on the display. They were giving meds causing erratic temperatures on the esophageal probe when the alert occurred and t hey have changed to another probe. Walked nurse through cycling the power and resuming therapy. Explained they could also stop therapy, give meds and resume therapy once the temperature normalizes and confirmed data will not be lost when therapy was stopped. Per follow up 1 on (B)(6) 2020 via nurse, patient was currently continuing therapy on device with no further issues. Denied any patient identifiers.